Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05374. It was reported the pt has to recharge his ipg frequently. It was also reported the pt experiences overstimulation whether stimulation is on or off. The pt met with an sjm rep for reprogramming. It is unk at this time if reprogramming helped resolve the pt's issues. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.